Manufacturer narrative:
Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue part of the transfer set with the ridges (luer lock) came partly out of the light blue twist clamp, but was not fully disconnected. This occurred during peritoneal dialysis therapy when the patient encountered difficulty in removing the minicap from the transfer set. It was reported that the patient applied extensive force to remove the minicap which caused damage at the luer-lock site of the transfer set with incomplete disconnection. The patient then applied pushing force as well as use of a hand-tool (pliers) for complete removal of the minicap. Subsequently, the transfer set was replaced in the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak observed beneath the minicap. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.